Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a leaking buffer valve and ise reference block. The fse replaced the ise buffer valve and ise reference block to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer provided examples of the erroneous results for one (1) patient sample. Patient demographics were not provided.